Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was stated that the patient was not symptomatic from the obstruction, and only experienced low flow alarms. The death was not considered to be device related, and the device operated as expected.

Manufacturer narrative:
B2 - the date of the patient's death was unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested, and the event log file captured low flow events throughout the log file with flow hovering mainly around the 1.8 to 2.0 lpm range during these events. It was noted that the pulsatility index (pi) values had settled in to the 4 range and were non-variable. Technical services noted that these types of patterns had been associated with an obstruction in the ventricular assist device (vad) circuit. It was also noted on the periodic log file that the flow had been on a downward trend since about (B)(6) 2024. It was additionally stated on (B)(6) 2024 that an outflow graft obstruction was identified on a computed tomography (CT) scan. The patient was not treated for the outflow graft obstruction. They were discharged on hospice due to metastatic cancer and passed away at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no images were submitted for analysis and the device was not returned for evaluation. A specific cause for the reported event could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.